Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was channel error after the pump was restarted with propofol at a rate of 5ml per hour and a bolus of 30mg was requested. The infusion was changed to a different pump and bolus administered. There was patient involvement but no harm.

Event description:
It was reported that there was channel error after the pump was restarted with propofol at a rate of 5ml per hour and a bolus of 30mg was requested. The infusion was changed to a different pump and bolus administered. There was patient involvement but no harm.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? , imdrf annex a,g,b,c,d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported channel error was confirmed during the review of the logs, and it was replicated during testing. The issue is being attributed to a defective upper (bottle-side) pressure sensor. The lower (patient-side) sensor was also found out of specification with no load. Error code 240.4150.0 was identified in the error log of the suspect pump module and replicated during infusion testing, confirming a malfunction in the bottle-side pressure sensor. Analog sensor testing showed the sensor remained latched after pressure release. Additionally, the patient-side sensor was found out of specification with no load, although it responded to applied pressure. After installing known good sensors for testing purposes, the device operated within specification and passed all functional and preventive maintenance tests. The external and internal inspection process was performed on the suspect pump module; no issues were observed during inspection that would contribute to the reported event. All parts inspected were confirmed to be manufactured by bd. The event and error logs from the pou and the suspect pump module were retrieved to determine the details of the reported event. The facility reported that the incident occurred on 13sep2025, without specifying the time. The error 240.4150.0 (sensor broken high failure) was recorded on 13sep2025 at 9:25 pm, matching the reported date. The module began with an infusion with a vtbi of 7.519ml and a rate of 5ml/hr, but the error occurred immediately. The unit was removed at 9:26 pm with an accumulated tvi from prior infusions of 479.479ml. Per the bd alaris channel error tipsheet: the bd alaris¿ modules run self-checking programs prior to and during operation. A channel error message means the device has discovered an error either in the affected channel hardware or software. Operation on the affected channel stops; other infusing channels will not be affected. The bd alaris user manual (v9.33) states not to use a device with any damage. Send it to biomedical engineering for repair. There was patient involvement but no harm. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: suspect pump module s/n: (B)(6) (w/o: (B)(4)) the device was opened for investigation, please re-torque all screws. Please replace upper and lower pressure sensors. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the reported channel error is attributed to a functional failure of the upper (bottle-side) pressure sensor, confirmed through infusion and sensor testing. The lower (patient-side) sensor was also found out of specification with no load. After replacing both sensors for testing purposes only, the device performed within specification. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.